Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 208 mg/dl. The customer stated that she had gone to bed with 20 units before hearing the alarm go off. She stated that she could not get the buttons to respond,and when she changed the battery, she received the button error alarm. She noted that she kept the insulin pump in her bra and that it may have been exposed to her sweat. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.